Event description:
Per the audiologist's report, the patient's mother ok reported that the internal magnet was dislodged. The audiologist verified the dislodged magnet in the clinic. The surgeon will replace the magnet with a new steril area one during a revision in 2006. However, if the silastic lip is torn on the internal device, a new device will be reimplanted.